Manufacturer narrative:
E1: initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. It was observed that the device did not discharge the medication dose. This issue was further described as, ¿the weight still at ~full dose after 48 hours of infusion¿. The device was filled with fluorouracil hs (accord) 2600mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between november 29-30, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo sample showed fluid inside the device's bladder which suggested possible no fluid flow may have occurred. The reported condition was verified on the photo sample. The cause of the ruptured bladder could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.